Event description:
It was reported that during a da vinci cholecystectomy procedure, the plastic coding on the single site crocodile grasper instrument is making so you can't see the tip. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(6) 2014, intuitive surgical inc (isi) received a user facility medwatch form from the food and drug administration (FDA) with the following summary: the patient underwent a single site cholecystectomy procedure. The patient preparation, set up, port placement were unremarkable. The instrument was inserted under direct visualization, the gallbladder was retracted, adhesions were taken down, and the gallbladder was dissected from the fossa. In the process of taking the gallbladder, the surgeon felt the port was drifting and pulling so the decision was made to undock and remove the system and then reinsert it. When the crocodile grasper instrument was removed, it was noted the sleeve around the instrument had caught on the end of the trocar. There was no evidence of injury to the patient. The patient tolerated the procedure well and recovered in satisfactory condition.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was returned with a cannula and a seal attached to it. The heat shrink was scratched off at the distal end and approximately 2.47 was covering the grip tips. The heat shrink was manually removed to take the cannula off. No damage to the cannula was found. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the heat shrink material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.